Manufacturer narrative:
Concomitant medical products: product ID: 3777-75,# serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had problems with her stimulator for half a year because the probes were broken off. The patient stated the probes were broken off by her brain and were too difficult to get. The doctor had told them that it was the most difficult surgery to get the stimulator out. The indication for use was cervical radiculopathy.